Event description:
Physical therapist had applied electrodes and set up the stimulator on the patient. Therapist started the unit and walked away. Less than one minute later the patient called the therapist and said that he felt a sharp pain in his lower back at the electrode site. The therapist stopped the unit and removed the electrode. Therapist found that the electrode wire had pulled out of the electrode and made contact with the patient's skin. On the patient's next visit, two days later, a small scab of 2.5 x 1 cm was found at the site.